Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device evaluated by manufacturer: the product was not returned for evaluation. The device was serviced on site and the reported problem was unable to be duplicated with a test catheter. Position sensor adjustment, roller pump settings and volume and net evacuation was performed and verified. Calibrated load cell pressure and barcode reader window was cleaned. All functional and electrical safety tests were passed and all were within manufacturers specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported the catheter was able to prime and advanced into the patient. The error message occurred during active aspiration. The procedure was completed with manual aspiration. Upon completion of the procedure the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06889. It was reported during the procedure an error message occurred. During the use of a spiroflex angiojet thrombectomy set and angiojet ultra system console in a thrombectomy treatment procedure, a check saline error message occurred. No patient complications were reported.